Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix failed to extend. Another rv lead was selected and implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).